Event description:
It was reported that the rubber encasing of the patient cable on the mobile power unit (mpu) is loose. The inlet did not have a v-lock connector. The battery door was cracked. The motherboard was missing a component.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of loose rubber around the lemo connectors, a damaged battery door, and main pcb damage were confirmed upon arrival of the returned mobile power unit (serial number: (B)(6) at the european distribution center. A surface mount capacitor on the main pcb was observed to be broken off its solder pads; the unit was not initially functionally tested due to this damage. The main pcb, patient cable, and battery door were replaced with new components. Preventative maintenance was performed, and the serviced mpu was returned to the rental pool after passing all tests per procedure. The damaged main pcb was forwarded to product performance engineering for further evaluation. Upon installation into a test mobile power unit, the main pcb was found to operate as intended. The test mpu was able to output typical voltages, and the observed pcb damage did not impact the function of the unit. The root causes of the reported events were unable to be conclusively determined via this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. The heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.